Manufacturer narrative:
Final device analysis reveals noi anomaly found - normal device function.

Event description:
The MFR's rep reported that the device was explanted due to "red pocket- inflamed". The pt has been on levaquin for 19 days. Infection not confirmed as of the date of this report. A f/u report will be sent if add'l becomes available to us.